Manufacturer narrative:
As per further investigation, end user provided with fixed price one off pa quotation; device was sent to UK bench for repair. Bench checked and confirmed device unable to test the nbp as module won't retain pressure. 453564489201, dfm100 assy nbp module was replaced to resolve test failure/not holding pressure. Performance verification passed. This case is updated to non-reportable as there was no death or serious injury reported, and the observed event/issue(nibp issue) would not impact therapy if it were to recur.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that end user has requested one off calibration for the device - unable to get to pass during pvt. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.